Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not going into standby mode. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not going into standby mode-- when the device attempted to go into standby mode, it displayed an error message stating that the mask and tube set needed to be removed. When the customer removed the mask and tube set, the device did not go into standby mode. The remote service engineer (rse) performed troubleshooting with the customer and found that the average air standard liter per minute (slpm) was reading 1.2 in service mode when set to zero. The rse informed the customer that the device thinks that a patient is connected and provided the customer with suggestions on how to possibly clean the device--if the cleaning does not work, the rse also advised the customer to replace the replacing flow sensor assembly per the manufacturer recommendation and provided the customer with the part number and price of the replacement flow sensor assembly for repair. The investigation is ongoing.